Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The fluoro functions board was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system locked up. No pt injury was reported.